Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right crossbrace is broke at weld near the seat frame.